Event description:
It was reported during an unknown procedure that during the firing of the pph03, the feedback sound of the blade cutting the plastic ring of the anvil did not occur. The blade of the pph03 did not enter into the anvil fully in the right position. The result was that some of the staples did not quite close and the resulting cut was semi-circumference. There was no adverse patient consequence.

Manufacturer narrative:
H6: information anticipated, but unavailable at this time.